Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Following additional information was received: known patients with post op suture breakage 2 intra op suture breakage estimated 10. Involves two locations. (B)(6)

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: the lead service line leader has not been notified of previous issues until now. Surgeon feels something has changed in the quality of suture and has become unreliable. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. For the patients for whom the suture broke, "using intraoperatively": please confirm the number of patients/events affected. Please confirm the number of sutures affected per patient/event. Were there any patient consequences? Can you identify the lot number of the product that was used? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and suture was used. The pa-c described the suture as brittle when using intraoperatively often times breaking with minimal tension. Additional information has been requested.